Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed moisture behind the multiple cartridges when the cartridge is taken off the pump. Reportedly, the customer was unsure if it is condensation or insulin. The customer stated that insulin could be smelled. The customer's blood glucose level was 257 mg/dl and it was addressed with manual injections. The customer was able to load a new cartridge on 2/10/2016. However, on (B)(6)2016 the customer reverted to manual injections and was no longer going to use the pump.